Event description:
During atrial flutter ablation procedure, it was reported that livewire could not easily be placed in desired location. At one point, different sheaths were used as dilators, eventually it was determined that the catheter placement was not adequate, had to be removed, and dr [redacted] asked for another livewire. Livewire in report was removed and another placed without issue.